Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.